Event description:
It was reported that bd vacutainer® push button blood collection set has yellow foreign matter on the needle body. It following information was provided by the initial reporter: "after opening the package, yellow foreign matter was found on the needle body, and no abnormality was found after replacement."

Manufacturer narrative:
A device evaluation is anticipated, but not has yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: catalog number: 367338. Batch number: 0357308. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd received 1 photo from the customer in support of this complaint. The customer photo was evaluated and the issue of foreign matter was observed. As there appears to be an unknown substance on the device. Additionally, 30 retain samples from the bd inventory were subjected to a visual inspection for foreign matter on the barrel of the device and no issues relating to foreign matter were observed . Bd is able to confirm the customer¿s reported failure with the photos received. A root cause could not be determined as the defective customer sample was not received, and the defect was not duplicated by the retain samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional information: d4: device available for eval? Yes. D4: returned to manufacturer on: 2022-09-08.

Event description:
It was reported that bd vacutainer® push button blood collection set has yellow foreign matter on the needle body. It following information was provided by the initial reporter: "after opening the package, yellow foreign matter was found on the needle body, and no abnormality was found after replacement."

Manufacturer narrative:
The following fields have been updated with additional information: h.6. Investigation summary: catalog number: 367338 batch number: 0357308. Bd received 1 customer photo and 1 customer sample for review and analysis in support of this complaint. The sample and customer photo were evaluated and the issue of foreign matter was observed. Additionally, 30 retention samples from the bd inventory were subjected to a visual inspection and no issues relating to foreign matter were observed. Bd is able to confirm the customers reported failure mode of foreign matter ¿ unknown based on the photo and customer sample testing analysis. Bd was unable to determine a root cause for the reported failure and additional testing could not definitively identify the specific type of foreign matter on the device. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set has yellow foreign matter on the needle body. It following information was provided by the initial reporter: "after opening the package, yellow foreign matter was found on the needle body, and no abnormality was found after replacement."